Event description:
On (B)(6) 2011, at (B)(6) medical center, an issue occurred with quadrox-I pediatric diffusion membrane oxygenator (lot number unknown). According to the customer, a strange event occurred when the patient in the nicu was about to be clamped off. The pre-membrane pressure was reading 170 at the beginning of the nurse shift; within 2 hours the pressure was reading -90's and later on the reading was -200's. There was no visible clotting noted. The transducer was changed and fluids were halted; however, no difference in the pressure. The arterial pressure was normal and the vrm was 20's. No back pressure when sampling from the ports when the pressure difference was in the -90's. The circuit was replaced. The customer reported that a similar event occurred with the replacement circuit. The customer also noted that there were diffuse pinpoint white dots from the bladder to the rotaflow head. No visible clots in the membrane. A separate medwatch will be submitted for the second event on a different device. Reference MFR report # 8010762-2014-01226. (B)(4).

Manufacturer narrative:
(B)(4). The sample was not return for analysis. (B)(4).